Manufacturer narrative:
This report is for an unknown multoloc humeral nail/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the humeral nail broke postoperatively on an unknown date in 2020. The patient initially presented with broken humerus fracture and was fixed with multliloc humeral nail approximately 2 months ago. The patient had a second injury fracturing his humerus near the end of the implanted nail snapping also the nail. Patient underwent broken nail removal and re-fixation procedure on (B)(6) 2020. Nail with all fragments was removed successfully. No further information provided. Concomitant device reported: unknown titanium multiloc screws (part # unknown, lot # unknown, quantity # 2), unknown locking screws (part # unknown, lot # unknown, quantity # 4), unknown end cap (part # unknown, lot # unknown, quantity # 1). This report is for one (1) unknown multiloc humeral nail. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- complaint is confirmed as we are able to confirm complaint description (broken) based on the received pictures. Product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.